Event description:
Device was returned for service. During service, technician found fire traces on both charging bays and defective valve. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed a defective valve and fire traces. There was evidence of heat damage. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012.

Event description:
Device was returned for service. During service, technician found a defective valve. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed a defective valve. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.